Manufacturer narrative:
Hardware analysis determined that the instrument tip was severely twisted, but the back end had no evident damage that caused the reported fit issues. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that the site has a damaged thoracic probe. It was stated the thoracic probe twisted/rotated upon insertion in the pedicle. It was also noted the instrument would not fit into any of the trackers. There was no delay to the procedure. There was no impact on the patient's outcome.